Event description:
Shaft frosting during pretesting. No contact with patient or patient injury.

Manufacturer narrative:
No patient injury was reported. Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed.